Event description:
It was reported that after two months of use, the catheter connected to the port was found to have separated. The port and catheter were surgically removed. There were no patient complications.